Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device was found with a tag stating vent inop on patient. The fse reported review of the device diagnostic log indicated a vent inop due to blower stalled. The customer reported there was patient involvement and no patient harm.